Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump gave cartridge errors when new cartridge is loaded and that the battery gauge does not always accurately display the correct power remaining. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.